Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) and verified that the hp had accidentally left the blue clamp line open during therapy, which is an unused supply line. The tsr advised the hp to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2010 regarding the open clamp. The nurse stated that the patient resumed therapy successfully. The patient did not report this event, however, the patient has been seen and is doing fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review cannot be performed.

Manufacturer narrative:
(B)(4). This complaint of a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable because there was an open clamp on an unused supply line during therapy. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at-home guide instructs the patient to close all clamps on unused fluid lines securely. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).